Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No unexpected ramping of numbers noted during testing. The insulin pump had intermittent button response on the esc button due to moisture damage on keypad traces noted. The device had minor scratches on lcd window noted, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported the customer had damage to their insulin pump's display. The customer stated there were scratches that made the display difficult to read. The customer also reported their buttons were unresponsive. It was also found the customer's numbers would ramp up while entering their carbohydrates. Customer's insulin pump will be replaced. No additional information provided.